Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. The device was tested and no malfunction could be identified. System error 322 was confirmed through the event history log. The eval was unable to determine history log. The eval was unable to determine the cause. The upper and lower auxiliary are known contributors on this symptom and have been replaced. System error 122 will occur when the pump transitions form the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump experienced system error 322. Any pt involvement, injury or medical intervention is unk.